Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the information provided indicated the endoscope used with this ligator is an olympus gif-160, which has an outer diameter of 8.6mm. The mbl-6-xl-c ligator is compatible with endoscopes that have an outer diameter of 11mm-14mm only. Therefore, the ligator was used with an incompatible endoscope and this is the most likely cause for barrel detachment. The label of the mbl-6-xl-c device clearly states this device is to be used with endoscopes that are 11mm-14mm in outer diameter size. If the barrel is not advanced as far as it will go into the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic exam to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a ligation procedure, a cook 6 shooter saeed multi-band ligator was used. When removing the endoscope from the pt the barrel of the ligator detached from the endoscope and remained in the pt. The barrel was successfully retrieved using an endoscopy net and the procedure was completed. Note: we confirmed the endoscope used has an outer diameter of 8.6mm. The mbl-6-xl-c is compatible with endoscopes that have an outer diameter of 11mm-14mm. A section of the device did not remain inside the pt's body. Other than retrieval of the ligator barrel the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.